Event description:
The registered nurse (rn) contacted baxter's technical service center and stated there was air in the patient line. The baxter technical service representative (tsr) attempted to assist the rn in ending therapy. The rn stated he would end therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and the patient was able to resume therapy after ending therapy and starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then the patient has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.